Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative. Caller stated they met with healthcare provider (hcp) and manufacturer representative (rep) on wednesday and they did some adjustments to improve walking. Caller states the healthcare provider showed them the tablet and said they had changed something where the power was coming from. The patient is currently in rehab and today the caller noticed immediately the patient was having dyskinesia. Caller wants to know the patients settings but cant get the handset to open up and does not use the handset often. Caller stated patients therapy is on, program a and left isat 1.7v and right is 2.7v. Patient stated these settings are lower than what they were set in dec. Patient thought the settings would be higher because of the dyskinesia. Caller stated it is friday afternoon and wont be able to reach the healthcare provider (hcp). Patient services (pss) emailed rep to see if they could assist.